Event description:
Philips received a complaint by the customer on the v60 indicating that the battery does not work and it needs to be replaced. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer replaced the battery to resolve the issue. The device was restored to factory settings, and met all the criteria during testing. The device was returned to service.

Manufacturer narrative:
Information was received that the error code 1124 (cbit) battery failed was observed. The repair is still pending.